Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement associated with clip opened during efaa/testing the lock could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. Two clips were successfully implanted. To further reduce tr, an additional clip was inserted and placed on the tricuspid valve. During the first lock check, the clip failed three different times. Therefore, the device was removed and replaced. One clip was then implanted, reducing tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.